Manufacturer narrative:
Per the initial good faith effort (gfe) response, the technician reported that they would respond when the repair was complete. However, after additional gfes were performed, no response was provided. Insufficient information is available to determine if the issue was resolved.

Event description:
It was reported to philips that the touch screen is down and will not calibrate. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse provided part information for a replacement touchscreen.

Manufacturer narrative:
Based on new information received, the biomed replaced the touch screen and it resolved the reported issue.